Manufacturer narrative:
Philips service replaced the power supply in the m cabinet and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system was stuck at boot with zero display on an allura xper fd20/15. The clinical use of the system was outside of use. There was no reported patient or user harm.